Event description:
The left ventricular assist device was implanted in 11/3/99. In 1999, the pt reported that the left ventricular assist device was alarming with a red heart and yellow wrench and went to the hosp for examination. Upon examination the hosp found the end connector on the left ventricular assist device percutaneous driveline had separated from the driveline external to the body. As a result, the left ventricular assist device was starting and stopping. The hosp tried stabilizing the connector, but the alarming did not stop. The hosp sealed the percutaneous driveline to the end connector using vaseline, gauze and tape and placed the pt on pneumatic backup support. MFR field svc personnel were dispatched to the hosp to provide assistance.